Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station timestamp was approximately one hour off. A technical support specialist (tss) remotely accessed the station via remote smart service (rss), verified the station time zone, and used command line tools to correct the system time according to the configured time zone. Normal operation was restored. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station timestamp was approximately one hour off, with the pyxis time ahead by 57 minutes. Permission was granted for remote access to reset the time on the unit. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.